Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. It was further described as "the connector of the transfer set was loose and getting opened". This was observed after use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection performed with the naked eye noted a separation between the dark blue female connector and the light blue main body. Damage was observed on the sealing surface of the threads of the female connector. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with an in-lab minicap attached to the female connector and a leak was observed beneath the minicap. The cause of the leak was the damaged female connector. The cause of the damaged female connector could not be determined. The reported separation was verified. The cause of the separation was due to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.